Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that they had a patient where the lead had become disconnected from the implantable neurostimulator (ins). The patient had an MRI with a 0.3 magnet and they felt heating and that their leg was burning. This issue occurred a couple of years prior to the report.